Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a pmcf conducted by az maria middelares hospital in belgium. The title of this report is ¿a post-market clinical follow-up (pmcf) of the fixation and stabilization of small bones with the fixos® screw system¿ which is associated with the stryker ¿fixos® screw¿ system. This report includes research done on 100 patients from the period april 2016 to february 2017. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses implant loosening with irritation for which implant removal was performed. The report states all adverse events healed (100%) after receiving the appropriate treatment.